Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. No product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specification and no non-conformities were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 7.5, laboratory inr: 1.3. The time between testing was three (3) hours. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.